Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 14e007 was manufactured on may 1, 2014 - may 2, 2014. The device was received for evaluation. Visual inspection revealed fluid inside the package caused by a loose winged luer cap. A functional leak test was performed after tightening the winged luer cap, no leak was observed. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked into its over pouch. This occurred before use. The device was filled with fluorouracil. There was no patient involvement. No additional information is available. This is report 1 of 3.